Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that mini drawers were failing. A field service engineer (fse) performed to run diagnostic test for each mini drawer, replaced the controller board to resolve the issue. Fse tested the drawer to verify in diagnostic and in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es drawers were failed and unable to recover. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.